Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopy, when on robotic sigmoid resection with colostomy takedown, while performing a sigmoid colon end to end anastomosis, after the stapler was fired, the donuts were inspected. The proximal donut was observed to be incomplete, the distal donut was complete. The surgeon did an air bubble test and observed air bubbles. The anvil can be tilted after firing and was not bent. As stated, they over sewed the staple line and an ileostomy was performed after.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.